Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing due to noise leading to pacing inhibition. Noise was also noted on the atrial lead. Both leads were replaced with new ones in surgery, and the patient was noted as having no consequences.